Event description:
A procedure was performed to place a single lumen power port via the right internal jugular (ij). The catheter was placed in the ij and a port was placed in a subcutaneous pocket. The catheter was trimmed and the link was checked on fluoroscopy. The catheter was then placed on the tunneler and a tunnel was made from the port site to the ij stab site. It was then pulled through, attached to the port and stitched in place. The trocar in its sheath was then threaded over the guidewire and placed in the ij under direct fluoroscopic guidance. The trocar was removed from the sheath. The tip of the catheter was placed into the tearaway sheath. The sheath was then torn away, and at that point, the tearaway tore beyond the tip of the sheath. An immediate rush of air was audible. There was a decrease in the patient's vital signs and the patient was converted to an endotracheal intubation. The entire sheath was then pulled. Pressure was held on the ij site. The patient was placed in a trendelenburg position with the right side elevated. Over a span of 2-3 minutes, the patient's vital signs returned to normal as did his oxygen saturation. After pressure was held on the position for approximately 5 minutes, the sonosite was again used to locate the ij. Another kit was opened and an introducer needle was again used to cannulate the ij. A guidewire was placed once again under fluoroscopic guidance. The introducer needle was removed leaving the guidewire in place. A new trocar sheath was placed over the guidewire, again advanced under fluoroscopic guidance. The center trocar was removed. The catheter was once again placed into the sheath and the sheath was torn away. This time the sheath tore correctly. The patient tolerated the procedure well and was extubated on the table. A chest x-ray that was done after the procedure demonstrated no pneumothorax or free air.